Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device exhibited a cracked screen, after which the user transitioned to multiple daily injections and reported no blood glucose impact. Symptoms included no adverse clinical effects. Outcomes included no interruption to therapy beyond the user¿s temporary switch to injections and no medical intervention. Investigation included user education on data sync, device shutdown, and return procedure, along with logistics tracking for the return. Investigation of this case revealed physical damage to the device¿s display consistent with a screen fracture; no alerts or alarms were reported during use. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to handling or external impact.